Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure with the diamondback 360 orbital atherectomy system a dissection occurred, requiring angioplasty and stent placement. The lesion being treated was heavily calcified and 70% stenotic. It was located in the 5.5-6 mm diameter superficial femoral artery (sfa) to popliteal artery (pop) region. The physician accessed the target lesion using a 7f introducer sheath and performed one run at low speed, then two short runs (less than 30 seconds each) at medium speed, but the rpms would not increase to high speed. The physician attempted to drop back to medium speed, but the device would not spin. The total run time was 1 min, 20 seconds. The physician performed an angiographic exam, and discovered that the vessel now demonstrated a total occlusion. The physician suspected that the oad caught on a tissue flap inside of the vessel wall and tore it causing the total occlusion. The physician performed balloon angioplasty and placed a stent with good results. The pt status is fine. Since ivus was not used, it is unk whether the tissue flap was a pre-existing condition or whether it was a new occurrence during this procedure. Additional info has been requested regarding this event.